Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, patient factors (hyperparathyroidism, renal transplant) likely contributed to the increase in the patient¿s gradients approximately 13 months post sapien xt valve implant. A new sapien xt valve was deployed within the existing sapien xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a valve-in-valve procedure, a 23mm sapien xt valve was deployed within an existing sapien xt valve. Due to the failure of a pre-exiting surgical aortic valve, a valve-in-valve procedure was performed in (B)(6) 2014. A 23mm sapien xt valve was deployed within the existing surgical valve. Approximately 13 months post implant of the sapien xt valve, high gradients were observed. A second 23mm sapien xt valve was successfully implanted within the existing sapien xt valve. The procedure went well with no complications reported. It was perceived that patient factors, hyperparathyroidism with the over secretion of calcium, contributed to the failure of the initial sapien xt valve. The patient is scheduled for surgery to remove a portion of the parathyroid.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this patient. Please reference related manufacturer report no: 2015691-2017-00962.